Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device's spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
Additional information was received that the field representative contacted the clinic. The clinic noted that the underlying cause was not determined, however stated it could be related to the spring connector issues at this time the physician has opted to continue to monitor the patient the ICD and another manufacturer's rv lead remain in service and no adverse patient effects have been reported.

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) and another manufacturer's right ventricular (rv) lead exhibited an abrupt change in pacing impedance measurements from 300 ohms to greater than 3000 ohms. Review found that the impedance had generally been either at around 300 ohms to greater than 3000 ohms. The shock electrogram (egm) showed three beats of muscle noise but no oversensing. Shock impedances were stable at 45 to 55 ohms. It was noted that the device is in a shock box. Boston scientific technical services (ts) discussed it could be related to the spring connector issues and discussed the intermittent rv impedance changes may make it difficult to monitor the lead over time. Ts noted it would be a medical decision on how to proceed. The field representative is attempting to obtain additional information from the clinic. The ICD and rv lead remain in service and no adverse patient effects have been reported.